Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08745 inches. No over delivery anomaly, under delivery anomaly or displacement anomaly noted during testing. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. Device remaining in the status screen matches the test reservoir volume. Device uploaded properly using carelink. The motor was tested outside of the device and passed. Device had minor scratched display window, cracked case at display window corner, cracked battery tube threads, scratched reservoir tube window, cracked reservoir tube lip and a stained end cap sticker. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they got hospitalized due to low blood glucose on (B)(6) 2019 with unknown blood glucose levels at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer used food to treat. The customer experienced symptoms such as difficulty breathing. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the customer stated the pump may have been exposed to a strong magnetic field. The customer believes the pump was over delivering. The customer also reported issues with their meter. The insulin pump will be returned for analysis.